Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power during use.  There was no additional event information provided to physio-control.  There was no report of any adverse outcome during the reported event.